Event description:
The customer reported being hospitalized for ketones and high blood glucose. The blood glucose reading was 550 mg/dl. Troubleshooting was performed. The customer stated that the infusion set was changed and the insulin pump had been alarming no delivery since then. Reviewed the alarm history and found several alarms. The time and date were correct. The bolus history and basals calculations matched with the daily totals. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.